Manufacturer narrative:
Results: the pusher assembly had bends and kinks along its length. The smart coil was retracted through its introducer sheath. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. During functional testing, the smart coil was able to be advanced through its introducer sheath from its returned position within the introducer sheath without an issue. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was undamaged and intact with the pusher assembly; therefore, the reported complaint could not be confirmed. Further evaluation revealed pusher assembly kinks and the smart coil was retracted through its introducer sheath. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported smart coil "deployment" in the microcatheter.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, it was reported that the smart coil "deployed" in the microcatheter. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.